Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, a 29mm (B)(6) xt valve, implanted in the mitral position, was explanted due to unknown causes. No further information is available at this time.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl cannot be confirmed. In addition to the procedure itself, patient factors (annular deterioration, patient co-morbidities) may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards implant patient registry, a 29mm sapien xt valve, implanted in the mitral position, was explanted 81 days post implant. Medical record review revealed the sapien xt valve was deployed within the mitral annulus. Post deployment tee revealed trace to mild paravalvular leak (pvl) with a mean gradient of 5 mmhg; however, the valve was well seated with good leaflet motion and no significant lvot obstruction. The patient's hemodynamics were good on minimal inotropic pressure support. The delivery system was removed and the sheath was removed from the apex under rapid pacing. The apex was closed and the procedure was completed. The patient was extubated and taken to ICU in stable condition. Seventy-eight (78) days post valve deployment, the patient was readmitted due to a non-st-elevation myocardial infarction. A percutaneous coronary intervention of the lad and the svg to rca bypass graft was performed. Severe mitral valve insufficiency was also noted. Three (3) days later, the patient was returned to surgery to resolve the mitral valve insufficiency. The insufficiency was determined to be due to pvl and the dislodgment of the sapien xt valve with subtotal dehiscence. The sapien xt valve was removed. The anterior leaflet was resected and the posterior leaflet was debrided. A 27mm surgical valve was then implanted into the annulus. The procedure was completed. The patient tolerated the procedure well and was taken back to the cardiac surgical unit in stable condition.